Event description:
During preventative maintenance of the device, the field service representative was unable to obtain ground or current leakage readings. Since the event occurred during preventative maintenance, there was no pt involvement during this event.